Event description:
A 3.0 diameter x 25mm length nc stormer mxii dilatation balloon catheter was inserted into a pt for post-dilatation of an rca lesion. The lesion morphology is unk. It was reported that the device was inserted to the lesion site and inflated to 18 atm, then removed. A picture was taken, the device was wiped down and re-inserted, and friction was felt during insertion. The physician decided to remove the device and pull another device; upon removal the device separated in two parts. The device was removed successfully from the pt. The device separated proximal of the z component. The interventional procedure continued with another MFR's balloon finishing the case. No clinical sequelae were reported and the pt is fine.